Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lauzier dc, root bk, kayan y, et al. Pipeline embolization of proximal middle cerebral artery aneurysms: a multicenter cohort study. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. May 2021:15910199211015578. Doi:10.1177/15910199211015578 medtronic literature review found a report of patient complications in association with a pipeline device. The purpose of this article was to measure safety and efficacy for pipeline embolization in the proximal middle cerebral artery in a multi-center cohort. Of the 24 patients reviewed, 15 were female (60%), and the average age was 53.7 years (range 16-72 years). The following intra- or post-procedural outcomes were noted: - one pipeline herniated into the aneurysm during the procedure. A second pipeline was deployed through the first device into aneurysm outflow tract. This did not result in clinical sequelae. - one patient experienced ischemic stroke secondary to pipeline thrombosis 4 months post-treatment. This patient was not treated with thrombolytic therapy and was discharged 2 days after presentation with a return to normal level of function (mrs 0). This patient¿s aneurysm was occluded at follow-up imaging. No additional complications occurred. The patient¿s aneurysm was located in the m1 segment. - one patient experienced ischemic stroke with thrombosis of pipeline two weekspost-procedure. IV and ia abciximab administration restored patency of the ped, and the patient was discharged 5 days after initial stroke presentation with a return to baseline level of function (mrs 0). This patient¿s aneurysm was occluded at this time. No additional complications occurred. The patient¿s aneurysm was located in the m1 segment. - in-stent stenosis or occlusion was observed at 6-month and finial follow-up imaging for two patients. This comprised of one case of 10% stenosis and one case of complete pipeline occlusion. - two aneurysms were re-treated with a pipeline following initial pipeline treatment, with subsequent complete occlusion in one aneurysm and subsequent subtotal filling in the other. - three patients had clinically silent infarcts identified with cross-sectional imaging. The patients were asymptomatic.